Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and the needle failed to retract. The pod generated an 0x6a occlusion alarm. Inspection of the device found no damages, manufacturing deficiencies, or blockages that would prevent the delivery of insulin. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported pain during insertion. No issues were observed that would prevent the cannula from deploying as intended. No other issues were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 280 mg/dl. The patient experienced pain at the insertion site. Upon removal of the pod it was discovered that the needle had not retracted upon initial deployment and the cannula had not deployed.